Event description:
Dealer alleged that the multiple actuator box was not put on tight and slipped. The customer reclined the chair all the way back and it allegedly cut the power cord, a fire started and the wires melted. There was no injury to the end-user. The room filled with smoke in the nursing home. The patient was still in the bed (chair) when the fire started. A fire extinguisher was used to put out the fire.